Event description:
(B)(6) 2013, the pt reported a large drain volume of 7783ml which resulted in a 324% overfill. (B)(6) 2013, the pt's treatment data sheets were received with the returned cycler which identified three additional overfills. (B)(6) 2013: fill volume of 2407 ml, drain volume of 6003ml which resulted in a 250% overfill.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the failure mode could not be confirmed or replicated in the laboratory setting. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of four events concerning the same pt and product; mfrs #: 2937457-2013-00053, 2937457-2013-00182, 2937457-2013-00183, 2937457-2013-00184.